Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The 3.50x20mm veriflex stent delivery system (sds) was removed from the packaging and the hoop. When the stylet was removed, the stent came with it and dislodged from the sds. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).